Event description:
It was reported by the customer that, during use, the cardiosave intra-aortic balloon pump (iabp) experienced a catheter rupture, and blood was seen. There was no harm or injury.

Manufacturer narrative:
Due to character limitations in e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10 (concomitant products), h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated fields - b3, b4, d9, d10, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the pim as a precaution and disposed of it as risk of contamination. Checked through the system and it looks as no blood as entered which is a good sign. Unit has been tested and now operating correctly.

Event description:
N/a.